Manufacturer narrative:
Additional information noted that via remote monitoring system another alert was triggered due to continued high out of range shocking impedances. At this time the system remains implanted. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that an alert was triggered due to high shock impedances. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.